Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. - it seems to be related to the malfunction of the power supply unit, because the trouble of the power supply unit was confirmed in the inspection. - since more than seven years have passed since the manufacturing, it is presumed that the power supply unit is aging.

Manufacturer narrative:
The subject device was returned to the local service department of olympus but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by olympus local service department that it was found that the front panel display of the subject device blinked and the subject device could not be turned on by a failure of the power supply unit. This device is an olympus asset. Other detailed information was not provided. There was no report of patient injury associated with the event.